Event description:
It was reported that, implant was chosen and verified before opening by surgeon. Upon opening, implant was found to have potential abnormality. While seeking advisement from sales op and management team, hospital staff inadvertently disposed of product with no ability to investigate/recover.

Manufacturer narrative:
Device was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.